Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient elected to have defibrillator therapies turned off.

Manufacturer narrative:
Concomitant medical products: w4tr02, crt-p, and 459888, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited undersensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.